Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure of the left ventricular (lv) lead, a non-abbott guidewire was used during lead positioning. A contrast solution was used, and there was a dissection of the coronary sinus noted. It was alleged to have been caused by the non-abbott guidewire. The operation was stopped, and a new lead will be implanted at a later date. The patient was stable with no consequences.